Event description:
Asr revision. Asr xl acetabular system. Reason for revision : not known.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
It was reported that the patient had a revision on the asr xl acetabular system. The reasons for the revision were as follows: walking impairment; sensation of implant loosening; cobalt and chromium in blood.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint 23281. Reason for original complaint ¿ asr revision asr xl acetabular system reason for revision : not known. Lirc number : 575-lirc-dg. Update- added lot number to head, added sleeve, hospital and surgeon, original surgery date, and dp number taken from claimsuite dated (B)(6) 2013 patient activity level prior to event : walking impaired, feels implant is loosening when walking. Patient clinical condition prior to revision : not known. MRI scan been sent to ic : yes blood sample sent to ic : co=yes; cr=yes soft tissue sample sent to ic : yes the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.